Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: product analysis is not available; device not returned for evaluation. Method: no testing methods performed. (B)(4).

Event description:
It was reported that an unknown nim et tube was being used during a procedure that resulted in the death of a patient. The tube was reported to have collapsed, was inadequate for the purpose of providing an airway, was difficult to properly insert and was prone to inappropriate leaking. The procedure was performed on (B)(6) 2012. The patient passed away on (B)(6) 2012.

Manufacturer narrative:
Corrected information: no eval explain code.